Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant procedure, the patient had a stroke with broca's aphasia. The patient's condition improved the same day and was discharged from the hospital on (B)(6) 2016 in improved condition.